Manufacturer narrative:
The reported unit was visually and functionally tested. The exhalation block was found to have a damaged retaining knob which could have been caused by method of user tightening. The customer was provided a replacement exhalation block and the returned part was scrapped. No patient involved. A review of the device history record (DHR) found no nonconformance that could cause or contribute to the reported issue. There is no service history on file with the manufacturer for the reported device. A review of the complaint history indicates there is no significant trend. Trending will continue to be monitored. A review of the warning label in the user's manual states: "if the sechrist millennium fails to perform as described, remove the unit from service and refer it to a sechrist authorized service technician. The unit should not be utilized until proper performance has been verified." And "the performance verification should be performed by qualified technical personnel and should be conducted prior to each clinical application or at least once per month, whichever is soonest."

Manufacturer narrative:
The investigation is currently underway. Once complete, a follow up report will be submitted.

Event description:
It was reported by the customer that, "we have alarm check sense line. We changed sense line and still same alarm. We changed flow sensor and also same alarm exist. We changed exhalation block and alarm disappeared so there is problem at exhalation block." No patient involvement.